Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The insert was returned for investigation. The tip of the peg is deformed on one side. The outer surface shows a circular, circumferential scratch with the peg as center. The inner surface is inconspicuous. On the flat area of the rim, it is possible to see some scratches and deformed material around the four holes, possibly deriving from rotation of the setting instrument against the insert. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Device is used for treatment. Medical records were not provided. The peg deformation is most likely due to contact with the rim of the shell¿s pole plug; this points to a possible initial mispositioning of the insert in the shell before impaction. The circular scratch on the outer surface of the insert originated from the contact with the two metal spikes of the shell and a rotation of the insert after it had been impacted into the shell. Another possible contributing factor that prevented the insert from snapping correctly into position might be the presence of bone or soft tissue remnants on the edge of the shell. In conclusion, the most likely root cause of the event is a wrong positioning of the insert before impaction in the shell. However, with the available information a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - concomitant medical devices: allofit alloclassic shl 46/ff; item# 4242; lot# 2998688. Report source: germany. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the inlay does not jam (lock) into the acetabular cup. No health consequences or impact to the patient. Due diligence is in progress for this complaint; to date no additional information or product has been received.